Event description:
The patient experienced intermittencies with the device, then stopped responding to sound. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications.